Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the "apply sample" icon. The medical surveillance specialist (mss) attempted to contact the patient on (B)(6) 2010; however the patient was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010. The patient claimed she manages her diabetes with pills and diet/exercise. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. At 1:30am on (B)(6) 2010, the patient claimed she began to feel numbness, tingling in the hands and knees, weak, drowsy, and developed poor vision. By 8:45am that morning, the patient claimed she went to see her health care professional (hcp). At the time of the doctor's office visit, it is unclear whether the patient was treated with insulin or oral medication for diabetes. The patient stated she was tested by the doctor/clinic meter and obtained a reading of "363 mg/dl" at 9:45am that morning. At the time of troubleshooting, the cca confirmed the correct test strips were used; however the patient did not have the correct unit of measure on the subject meter and the subject meter was not coded correctly. Replacement products were sent to the patient. It is not known whether the patient associated the symptom of "poor vision" as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.